Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, it was discovered the atrial lead had been reprogrammed in 2019 to address noise and poor sensing. It was also noted the atrial lead was currently oversensing noise which resulted in pacing inhibition. Either a lead fracture or insulation breach was suspected to be the cause. No further changes or interventions were reported. There were no patient consequences.